Event description:
The plaintiff's attorney alleged that the patient experienced a ventricular tachycardia and expired on that same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.